Event description:
Customer reported an unexpected negative reaction when performing an antibody screen on a patient sample on the galileo. The sample result appeared visually positive.

Manufacturer narrative:
Review of instrument images: e1- neg reaction/ 17 reaction strength. Visually the well appears positive. A service call was made. Replaced or adjusted parts as needed and tested the instrument. Instrument is within specifications.